Event description:
A customer in sweden reported receiving an alarm 20 from their insulin pump, which was identified during the loading process. There was no reported impact on the customer¿s blood glucose level, as no data was available at the time of the event. The customer followed on-screen instructions for loading a second cartridge, but the alarm reoccurred, leading to the decision to replace the pump. Despite the lack of backup therapy information, the necessary arrangements were made to provide the customer with a replacement pump, and the customer was instructed to return the problematic pump to tandem.